Event description:
Reporter alleged obtaining a result of 211 mg/dl on the advantage system while experiencing the symptoms of being disoriented, light-headed and irritable. Reporter stated that he drove himself to the hospital and forty-five minutes later, a result of 27 mg/dl was obtained on the hospital system. Reporter stated he was given a saline IV with glucose and then soda, juice and food as other low readings were obtained on the hospital system. Reporter also alleged that while he was in the hospital, a discrepant blood glucose result of 300 mg/dl was obtained on the advantage system compared back to back with result of 27 mg/dl on the hospital's system when testing was performed less than 10 minutes apart. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.